Event description:
In the process of delivering the flu vaccine, the hypodermic needle pro edge safety device failed. The flu injection squirted out between the device and the hub of the needle. The needle had been tightened appropriately prior to administering. It appeared that there may have been a crack in the device. None of the vaccine reached the individual. The individual did have to receive an additional shot to receive the vaccine.